Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion treated was located in the proximal left circumflex. The physician implanted a taxus liberte stent of unknown size. In (B)(6) 2010, following the index procedure the patient experienced restenosis. 19 days later, pci was performed and a non bsc stent was implanted in the target lesion. The lesion was 3.25mm, 8mm long and 90% stenosed. Residual stenosis became 0%, timi flow 3. The patient was discharged 2 days later.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4).

Event description:
It was further reported that in the index procedure, the target lesion had a reference vessel diameter of 2.00 mm and a length of 35.0 mm was visually 90% stenosed. The physician treated the lesion with placement of a 3.00x16 mm taxus liberte stent, and post-dilatation. Pre-dilatation was not performed. Residual stenosis became visually 0% and timi-3 flow had been kept through the procedure. A non-target lesion in distal left circumflex was treated with placement of a non bsc stent. The patient was discharged without complications on aspirin and ticlopidine hydrochloride. In (B)(6) 2010, coronary restenosis was confirmed. Pci was performed in (B)(6) 2010. The patient did not have ischemic symptoms. The lesion in proximal left circumflex had a reference vessel diameter of 3.25 mm, a length of 8.0 mm, and visually 90% stenosis.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).